Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, serial/lot #: na. A medtronic representative went to the site to test the equipment. The issue was confirmed and the main door switch was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. When the system gantry door was completely closed, the system indicated the door was still open. The procedure was completed without the use of the imaging system; used fluoroscopy (c-arm) instead. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome.